Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. The ipp is currently implanted and a revision appointment is already booked. There were no patient complications reported.